Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -12.0/4.0/075 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. On 09-jun-2023 the lens was explanted and the problem resolved.

Manufacturer narrative:
Additional information: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken with residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).